Event description:
It was reported that the customer experienced a malfunction after dropping the device on the floor. The customer's blood glucose level was noted as being within a safe range, not exceeding 500 mg/dl. Technical support provided information on how to reset the pump, assisted the customer with the reset process, and confirmed that the malfunction did not recur. The customer was able to continue using the pump and was advised to call back if any issues reoccurred.